Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the pt was implanted with an alloclassic sl stem 0 12/14 on the right side on (B)(6) 2010. One week prior to revision, the pt experienced pain. On (B)(6) 2013, the pt underwent revision surgery.